Manufacturer narrative:
Information was received that a cadd prizm vip was returned for evaluation. Physical inspection of the pump found it to be in good physical condition. The pump underwent functional testing for pressure failure. The reported complaint was verified as a blank screen and alarming sound resulted upon power up of device. A faulty micro processor board was determined to be the root cause of the reported problem.

Event description:
Information was received that a smiths medical cadd prizm vip had alarmed "no power". No further information provided.

Manufacturer narrative:
One cadd® cadd-prizm® vip system ambulatory infusion pump was returned for analysis. The customer's reported problem was "alarms, no power". Visual inspection found the pump to have no physical damage. The investigator was not able to find evidence of the customer's reported problem in the event log as investigator was unable to download any information. The customer's reported problem was verified. A blank screen and an alarming sound was detected when powering up the pump. A faulty microprocessor board was the root cause of the reported problem.